Event description:
It was reported that while the patient was in the office during a device check, the patient was pacing in both atrium and rv (right ventricle). However when the histograms were reviewed, no pacing was noted in the atrium. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead, (B)(6) 2004. (B)(4).